Manufacturer narrative:
The pump was received with scratched case, missing retainer ring, missing reservoir tube o-ring, keypad overlay texture damage, cracked menu and select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had cracked reservoir. The customer's blood glucose level was unknown. It was reported that the device would be replaced and returned for analysis.